Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike separated from the flow control barrel of a titanium transfer set. This occurred during patient use for peritoneal dialysis therapy. The transfer set had been in use for sixty (60) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with a disconnect cap attached to the titanium uv spike. A visual inspection with the naked eye noted the titanium uv spike separated from the main body. The reported condition was verified. The cause of the condition was determined to be inadequate solvent application to the insert chip and the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.